Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On 5/22/2013 - follow-up #1. The initial report was inadvertantly submitted as a malfunction. However, the issue was resolved with replacement of new batteries. There were no allegations of harm or injury. Please disregard the initial report.